Event description:
End user reports unknown qty of catheters sticking to packaging. He reports the catheter tip area is sticking inside the catheter packaging when he goes to remove them from packaging (after having activated and ensured they were hydrated/prepped as usual with this product). He said he did not force them out of packaging or try to use them at all when he noted this occurring in a recent order. He said he counted 11 total catheters from 2 boxes that had this issue but only made note of the lot number of 1 box and not the other. No photo available. There was no harm reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Investigation conclusion: possible design issue. This investigation will be closed. This issue will be monitored through the post market product monitoring review process, sop-000741. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.